Manufacturer narrative:
This device is for treatment, not diagnosis.

Event description:
It was reported on (B)(6) 2013 that the surgeon had difficulty removing a competitors hardware using a synthes screw removal set. The consultant suggested the use of hollow reamers to remove bone from around the screw. The surgeon used several of the hollow reamers. On an unknown date later, the consultant was contacted by hospital representative indicating that the hollow reamer had broken during surgery on an unknown pediatric patient. He said that a piece of the reamer had been left in the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. Placeholder.